Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. The console logs did not contain any data relevant to this complaint. Console was tested after and the reported stuck purge door issue was able to be reproduced. Further inspection of the console revealed that there was solidified glucose buildup on top of the purge door. The root cause of the inability to open the purge door was the observed solidified glucose buildup on top of the purge door. This buildup caused the purge door to be momentarily stuck to the front housing of the console. The root cause of the automated impella controller (aic) - damage during therapy was there was no damage observed on the aic. The device functioned/operated to specification.

Event description:
The complainant reported that there were issues with the automated impella controller (aic). Per the biomedical engineer, the cartridge door of the aic was not opening and required use of forceps to forcefully open. The aic was switched out and there was no patient harm.